Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A physician reported that a corneal burn occurred during a surgery. Additional information has been requested but not received.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received indicated the system displayed a system message. The system message was cleared by starting the instrument with the footswitch cable connected to the system.

Manufacturer narrative:
The complaint file was reviewed by the clinical analyst, who stated the following: ¿the customer reported a corneal burn occurred during surgery. The customer noted a system message displayed at the beginning. The phaco handpiece and tip were too hot and a corneal burn was observed. Additional information was requested with none received to date. Corneal thermal injuries are typically related to excessive heat generated by the phaco tip due to insufficient aspiration flow, extended energy application, or combination of both. The system is designed to cool the phaco tip during use as aspirated fluid flows through the tip lumen. Overheating of the phaco tip, however, may occur due to extended application of ultrasonic energy or compromised aspiration flow through the phaco tip. Reduced fluid flow through the phaco tip may be caused by phaco tip re-use, tip clogging by nuclear material, kinked tubing, inadequate flow and vacuum settings, or obstruction by ophthalmic viscoelastic device (ovd). When the phaco tip is occluded, infusion will cease, reducing the cooling effect of the tip. Occlusion tones (intermittent beeping tones during occlusion) alert the user, indicating that the vacuum is near or at its preset limit, and aspiration flow is reduced or stopped. The surgeon must recognize the occlusion tones and manually stop the ultrasound mode in order to prevent a rapid temperature increase. The company service representative examined the system and confirmed the system message reported in the event log. The company service representative noted the customer resolved the system message displayed by rebooting the system and connecting the footswitch cable. The system message did not display again. The company service representative tested eleven (11) phaco handpieces. The safety electrical tests were completed. No problems were noted. The system was turned on with the footswitch cable and used in wi-fi for about 2 hours. The system was then tested and met all product specifications. The system was manufactured on april 20, 2015. Based on qa assessment, the product met specifications at the time of release. The phaco tip (unspecified product) was not returned for a corneal burn and no lot number was identified with this complaint. A lot history review could not be conducted, as a result. A sample was not returned and no lot information was provided for a lot record review. Therefore, the root cause for customer complaint issue cannot be determined. All phaco tips are 100% visually inspected by trained operators using 30x magnification. Corneal burn is an issue that is occasionally reported with cataract surgery. According to the (B)(6) patient safety advisory abstract: preventing corneal burns during phacoemulsification, march 2010, vol. 7, no. 1: 23-25, most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment. The handpiece and system were found to function normally. Therefore, it is not suspected to have contributed to the reported event. A root cause cannot be determined. (B)(4).

Event description:
Additional information provided indicates that the handpiece and the phacoemulsification tip were hot.